Event description:
It was reported that the right ventricular lead exhibited high impedance measurements. The pacing configuration had switched from bipolar to unipolar. The patient would be monitored.